Manufacturer narrative:
(B)(4). Date sent: 10/28/2021. Investigation summary: the product was returned to ethicon endo surgery for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample revealed that the nslx137c device was received with no apparent damage. The device was tested on the generator and passed all functional and mechanical testing. During functional testing both the activation and end tone was heard (activation tone when the energy button was depressed and end tone when impedance level was reached). No issues were noted with opening and closing of the jaws. The knife was advanced and returned unaided every time. The jaw gap was found to be within specification for this device.  No jaw damaged was noted. There was no tissue extruded through the I-blade, nor any tissue stuck in the apex of the jaw. The jaws were not bent nor was the I-blade distorted. There were no anomalies noted with the functionality of the device and it was found to be conforming.  As part of ethicon endo surgery¿s quality process all devices are manufactured, inspected, and released to approved specifications. Although no conclusion could be reach on the cause of the reported event. The event described could not be confirmed as the device performed without any difficulties noted. Although no product defect was identified, there may have been other circumstances or issues that occurred during the use of the device that could not be replicated during the laboratory analysis. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances related to the reported complaint condition were identified. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post market surveillance.

Manufacturer narrative:
(B)(4). Batch #: u95j4p. Additional information was requested and the following was obtained: the target tissue was thick and the knife did not move forward. Then the knife did not revert to the original position, so the device was taken out from the patient with the tissue clamped. After that, the jaws opened/closed properly when the surgeon checked it outside the patient. The device was used to complete the case. The patient is stable. A manufacturing record evaluation was performed for the finished device and the manufacturing criteria were met prior to the release of this lot/batch. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that, during a laparoscopic hysterectomy, the blade became not to move forward, and the jaws could not open during use. The surgeon tore the tissue and took the device out from the patient. The device was used on the ligament. Gen11 was used. The device was used as is to complete the case. No further information is available.